Event description:
The pt reportedly experienced performance issues and facial nerve stimulation. Programming adjustments were made; however, this did not resolve the issue. The pt's device was explanted and the pt was reimplanted with another cochlear device.